Event description:
Generator product analysis was approved on (B)(6) 2012. The generator was returned due prophylactic replacement. Results of diagnostic testing indicated the device was operating properly and communicated properly. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Event description:
On (B)(6) 2012, a physician provided an image of a patient's vns from (B)(6) 2012. The patient's device was said to be flipped. It was stated that the device did not look that way earlier in the week of (B)(6) 2012. Follow-up showed that the patient was referred for prophylactic generator replacement. A non-absorbable suture was used to secure the generator to fascia during the initial implantation of the device. The patient was said to be "twiddler" as he was seen twiddling three times during a consult appointment. The physician considered placing the generator in the scapula area of the back so that the patient could not reach it. On (B)(6) 2012, the patient underwent prophylactic generator revision. The patient's explanted generator was returned on (B)(6) 2102 and is currently undergoing pa.